Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: an axios stent and electrocautery enhanced delivery system was received for analysis. Visual examination of the returned device found the stent partially deployed with a jagwire stuck. Functional evaluation was performed, the catheter was unlocked moving the catheter lock by sliding it to the right, then the catheter control hub was moved up and down. The catheter passes through the luer without resistance. Also, the stent hub was moved down to the second and fourth position, and the stent was deployed. No other problems were noted with the stent and delivery system. The reported events of stent partially deployed and device interaction with another device were confirmed as the device was returned partially deployed with a jagwire stuck. Taking all available information into consideration, the investigation concluded that the reported event of device interaction with another device was likely due to factors encountered during the procedure. It is possible that the lesion characteristics, handling of the device, the technique used by the physician (force applied), limited the performance of the device and contributed to the reported event and observed problems. Additionally, the event of stent partially deployed is a known potential complication associated with the use of the device in the manufacturer's labeling; therefore, a review and analysis of all available information indicated the most probable cause is known inherent risk of device. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Additionally, stent partially deployed is noted within the IFU as possible adverse event associated with the use of the device.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the gallbladder during a gallbladder drainage procedure performed on (B)(6) 2024. During the procedure, the axios stent could not be deployed. The axios stent was removed from the patient partially deployed on the delivery system, and it was noted that the guidewire was peeled off. Another axios stent was used to complete the procedure. There were no patient complications as a result of this event.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the gallbladder during a gallbladder drainage procedure performed on march 11, 2024. During the procedure, the axios stent could not be deployed. The axios stent was removed from the patient partially deployed on the delivery system, and it was noted that the guidewire was peeled off. Another axios stent was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.